Event description:
It was reported that during programming of a pump for a change in concentration of infumorph 10 mg/ml at a dose of 4.55 mg/day to 25 mg/ml at a dose of 4.8 mg/day, the hcp noted that the bolus duration of 9 hrs was incorrect. The hcp canceled the update to review information again, however, the pump was infusing the new concentration at the new dose without a bridge bolus programmed. As the programming had occurred within mins of the report, the hcp reprogrammed the old infusion information back into the pump, then the concentration change with the bridge bolus to infuse over 20+ hrs. Further review of the programming revealed that the initial bolus duration was only 9 hrs because the physician entered the old drug concentration into the incorrect field on the bridge bolus screen. We are attempting to follow-up with the hcp.